Manufacturer narrative:
Event was reported to FDA, by the drug manufacturer on medwatch form with (B)(4). The event was reported in the following journal article: chiang cc, hsia cc, chang CT, yan mt, chu hy, hsu yh. Iatrogenic hypoglycemia due to spurious glucose readings on two patients with peritoneal dialysis using icodextrin-containing dialysate. Acta nephrologica, taiwan society of nephrology. 2008; 22: 59-61. Device not returned to manufacturer.

Event description:
Journal article reports that that a patient, suffering from end-stage renal disease, type 2 diabetes, and hypertension, was admitted to the hospital on an unspecified date due to poor glycemic control and inadequate ultrafiltration. While hospitalized, patient's normal daily peritoneal dialysis regimen of 2 exchanges dianeal 1.5% and 1 exchange dianeal 2.5% , was supplemented with 1 exchange extraneal (a labeled interferent for accu-chek active test strips). Report indicates that patient was subsequently transferred to the facility's intensive care unit, for treatment of acute respiratory failure, following suffocation. Patient reportedly regained consciousness, following intubation with mechanical ventilation support. Report notes that, while hospitalized, patient's blood glucose was monitored on the accu-chek active system, with a targeted glucose range of 100 mg/dl - 150 mg/dl. The morning after intubation, patient reportedly experienced stupor with a glasgow coma scale of 2t. Patient's temperature was reported at 37 degrees celsius, blood pressure 115/55 mm/hg, respiratory rate of 14 breaths per minute, and arterial oxygen saturation at 99.5%. No focal neurological signs were observed. Report indicates that patient's capillary blood glucose measured 85 mg/dl, on the accu-chek system, while the laboratory returned a venous glucose result of 22 mg/dl. Patient's insulin pump was disconnected and she was subsequently treated with 80 ml of 50% glucose water, intravenously, and was placed on a naso-gastric feeding tube. Report notes that patient regained consciousness and glasgow coma scale increased to 10t. No additional treatment was reported. The accu-chek system was not returned to the manufacturer for evaluation.